Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) a grade of 4. The first clip delivery system (xtw cds 10130u264) was advanced to the mitral valve, and the clip was deployed. However, mr did not reduce. A second cds (xt 10308r105) was advanced to the mitral valve to reduce mr. But the anterior gripper would not raise during grasping. It was suspected that the gripper line broke. Maneuvers were applied, and the cds was retracted from the valve. The cds was removed from the patient and an xtw was selected for use. However, the xtw clip did not reduce mr and the mean pressure gradient was increasing. Therefore, the cds was removed with the clip attached and a decision was made to abort the procedure. The mean pressure gradient returned to baseline. One clip was implanted, and mr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The returned device analysis confirmed the reported difficult gripper actuation and the reported broken gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and the returned device analysis, the observed gripper actuation issue appears to be related to the broken gripper line which appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.